Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped due to high thresholds. The generator was replaced at the same time. No adverse patient side effects were reported. Should additional information become available this file will be updated.